Manufacturer narrative:
The local factory svc rep examined the device and observed a displayed signal blank out. The rep replaced the pcb assembly and following testing returned the device to the facility for use. The factory determined root cause failure to be inadequate solder connection of the ground pin on the assembly anode power supply.

Event description:
Paramedics were using the device to perform routine pt monitoring. Pt data was not reported. Reportedly, the device spontaneously lost power.